Manufacturer narrative:
Date of event: exact date unknown, event occurred 4 years ago from date manufacturer was made aware. Implant date: explant date: 4 years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 19835420.

Event description:
It was reported that the patients device was no longer working. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.